Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the alarm. Customer blood glucose reading from sensor read high. Customer administered manual insulin injection to address elevated blood glucose level.